Manufacturer narrative:
Twenty seven needle samples and photo received for investigation, no defects or issues observed. Functional testing was performed, each sample was assembled to a syringe with saline, all samples expelled the solution with normal flow. No clogged needle occurred. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause for clogged needle related to our manufacturing process at this time.

Event description:
No additional information.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Franklin lakes has been listed as the manufacturer. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305916 batch#: rejn0116 it was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim: the nurses at columbia gateway today reported that bd needle lot number 4033669 that was used today completely detached from the patient (reenactment below with myself as the patient) after giving the patient a vaccine. Also, with the same lot number here at columbia gateway, there has been issues with blockage, and patients being re-injected because of the blockage. The rn who experienced the needle being detached completely from the device and left in the patient¿s arm had to carefully use a gauze and remove the stuck needle in the patient¿s arm. A siri was put in today for this particular incident. For the other incidents with the bd blockage with this lot number, I asked the lead nurse to talk with the ob/gyn nurse documenting in the siri platform. The lead nurse also has removed all the lot number bd needles out of circulation. Not sure if this is a problem at other sites with this lot number bd syringe. Additional info: this incident happened 7/11/2024 with the bd needle which came completely detached after administration. Needle stuck in patient¿s arm. Lot #s (4033669 and rejn0116). Additional info: there was no need for medical and/or surgical intervention due to this incident.